Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Remains implanted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2015-02994-3 / 2015-04786-1 / 2016-00474 / 2016-00476).

Event description:
It was reported that patient underwent an initial right hip arthroplasty on (B)(6) 2009. Furthermore, patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2015 allegedly due to elevated metal ion levels, pain, fluid around hip, disfigurement and aggravation of an unspecified pre-existing condition. The modular head was removed and replaced and a liner was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a iliopsoas tendon arthrogram, steroid injection and intraarticular steroid injection on (B)(6) 2009. Operative report further noted patient was experiencing limited range of motion caused by pain and tendon inflammation was a contributor of pain. The patient alleged experiencing left leg weakness on (B)(6) 2014. Additional information received reported that a right revision procedure has been indicated due to unknown reasons.